Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had difficulty walking the day prior to this report and they now had dyskinesia. The patient's family wanted the patient to be reprogrammed. No troubleshooting had been done and the cause of the event was not determined. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.